Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158".

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include vomiting and extreme nausea. The patient stated that her omnipod alerted her the night before hospitalization that she had a high glucose level and instructed her to check her blood sugar manually, but she was too ill to do so. When she was finally able to check her blood glucose in the morning using a finger-stick meter, her reading was over 500. She attempted to administer insulin through the pump but was essentially guessing at the dosage, and it proved ineffective. She was admitted to the hospital. The patient was diagnosed with diabetic ketoacidosis (dka) and gallbladder issue. The patient was treated with medication to help with nausea and some liquid fluids to help with rehydration and insulin for her high glucose levels. The patient also had her gallbladder surgically removed. The hospital required her to remove both her omnipod and dexcom, and she discarded the pod at that time. The patient was discharged on (B)(6) 2026. Upon reviewing the device's history, it was determined that the pod had been worn for over 74 hours (exceeding the 72-hour limit).